Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that 2.2 half height whole drawer not detected on bus. The field service engineer (fse) remoted into the station, reviewed failures, checked firewall rules, reseat the pyxibus, and rebooted the system. After these actions, the pocket failures were cleared and no longer present. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 2.2 half height whole drawer was not detected on bus. Customer tried to recover but issue did not resolve the customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.